Event description:
Per international affiliate, customer reported that during surgery, water leaked from the confidence kit¿s pump. Moreover, the cement coagulated too fast so that only 1 cm of cement was used. Also reported that cement flowed spontaneously without use of device. Another confidence kit as available to complete the procedure. There were no adverse consequences to the patient and no significant delay.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
A visual inspection was performed on the returned product sample. There water level in the hydraulic pump was low and there was about 8ml of hardened cement remaining in the cement reservoir. No other abnormalities were observed. A functional evaluation was performed on the returned product sample. The hydraulic pump was connected to the cement reservoir cap and pressurized. No leaks were observed when the safety release valve was triggered. The safety release valve of the hydraulic pump was tested to ensure the valve triggers above 150bar. The pump was connected to an ashcroft pressure gage, and the safety release valve triggered at 197.8bar with no leaks observed. Therefore, the hydraulic pump was able to build enough pressure to deliver cement and the system is working as intended. The cement reservoir was sectioned to check for inconsistencies, and the hardened cement was found to look homogenous. No issues were observed after evaluation of the returned product sample. A review of the device history record for the confidence kit found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the confidence spinal cement system was conducted on the product family because the hydraulic pump, reservoir and cement are common to all confidence cement kits. Review of complaints found no significant trends. The reported issue was not confirmed, and the root cause of the reported issue is unknown. There were no leaks detected during functional evaluation of the product. The cement setting time could not be confirmed because the hardened cement looked homogenous and it is unknown how long the cement was handled after mixing. The cement flowing spontaneously without use of the device could not be confirmed; however, cement will flow out of the reservoir when the reservoir cap is initially tightened before use. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required.